Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, the patient administered insulin and applied a new pod.